Event description:
It was reported that the patient underwent a gynecologic procedure in 2000. The suture was used to approximate the levator muscles after a wedge shaped segment of posterior vagina was excised. The patient reportedly suffered repeated episodes of perineal drainage and bleeding. The perineum was incised and the suture material was located and removed.